Event description:
Patient states they were treated for a torn cornea and has scar tissue. The event occurred in (B)(6) 2010. This is being filed as an unconfirmed corneal tear and scar tissue.

Manufacturer narrative:
This is being filed as an unconfirmed corneal tear and scar tissue. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of treatment or outcome of treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.